Event description:
It was reported the tweezers broke when used in the tendon.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
One 180 degree cuff stitch left was returned for evaluation. Device is over six years old. Visual assessment confirmed the reported breakage. The distal tip has been broken off. Broken section was not returned for examination. Cuff stitch shaft was measured and verified to be within print specification. Examination of the break area shows evidence of abnormal twisting/bending at the fracture point. The condition of the device indicates it was subjected to excessive forces during use. Per the devices IFU under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ no root cause related to the manufacture of the device can be established. No further investigation is required at this time.